Manufacturer narrative:
The reported events of unexpected mode switch and failure to interrogate were confirmed. The device had no output and no telemetry upon receipt, and a device image could not be saved due to the loss of telemetry. Initial testing indicated elevated current drain from the hybrid circuitry. After the hybrid was powered with an external power source, the current drain returned to normal levels. This behavior is consistent with a latch-up condition within the hybrid circuitry that resulted in battery depletion and the reported events.

Event description:
It was reported that, the device was found in back up vvi. A new firmware download was performed, subsequently the device was no longer able to be interrogated. The device was explanted and replaced to resolve this event. The patient was stable.